Event description:
It was reported that while removing an oxford trial femur during an operation the spring on the slap hammer broke causing the slap hammer to malfunction making it difficult to remove the trial. No delay of the operation was reported. Not known impact or consequences to the patient or the user. Additional information: it was initially incorrectly reported that the slap hammer broke during the operation. However, it was confirmed that the instrument did not brake during the operation. The instrument was working properly after the spring was re-attached.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Additional information: it was initially incorrectly reported that the slap hammer broke during the operation. However, it was confirmed that the instrument did not brake during the operation. The instrument was working properly after the spring was re-attached. Therefore, this incident considered as not reportable. Therefore, we will not be sending any follow-ups regarding this case.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while removing an oxford trial femur during an operation the spring on the slap hammer broke causing the slap hammer to malfunction making it difficult to remove the trial. No delay of the operation was reported. Not known impact or consequences to the patient or the user.